Manufacturer narrative:
H6: work order search found no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -1.50/5.5/121 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens tore during loading and injection/delivery into the eye. No patient injury was noted. Reportely, "clear cornea, ac q&d, icl rotated almost 80 degree refraction with icl rotated (+2.75/-8.00@10 for od)," and "va was 20/25 for 10 days post surgery, then on 23rd of feb. 2023 patient complained of sudden decrease of va then patient came to clinic, and icl rotation was detected, then decision for icl replacement was done, after recieving the new icl to be implanted, and just 2 days before planned surgery for icl replacement, patient got pregnant before scheduled surgery, so the surgery was postponed after the child birth by 3-6 months at least."